Event description:
A (B)(6), male, pt, contacted zoll customer support to report that the top of his monitor was detached and wires were exposed. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor separated/wires exposed) has been confirmed. As received, the monitor end cap was separated from the case. Upon eval, the high voltage wires were detached from the auxiliary board. The cause for the damage cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged high voltage wires. The pt received a replacement monitor.